Manufacturer narrative:
Bowing of the bone in patients suffering from osteogenesis imperfect is very common during the growing period. This situation is very difficult to prevent. The bones of these patients are usually very thin and do not allow the implantation of larger sizes of implants. Surgeons will often revise to put back rods in the same size due to the small size of the canal to avoid bone resorption. While the implant works as a tutor of the bone during several years, it is likely that the increase of length of bone with the growth and the gain in weight of the patient will eventually produce the bowing of the bone. Additionally, surgeons do not always recommend replacing the implant when the bowing starts as some of the kids do well for even several years. Considering the difficulty of treatment of this type of cases for the above reasons and that this is the first time that this type of breakage is reported to pega medical, it is deemed that no corrective action is necessary at this moment.

Event description:
Male component 3.2mm broke in the patient after 3 years of implantation. The patient suffered from osteogenesis imperfercta. The device was originally implanted on (B)(6) 2012. The patient was (B)(6) at that time. Family noted swelling and recurrent deformity (B)(6) 2015, the surgery for replacement was on (B)(6) 2015. The surgeon provided x-rays of the patient history. The x-rays show that the bone started bowing after 2 year of implantation. This condition resulted in high bending stresses applied on the bone and on the implant that caused the bone fracture conducting to implant failure. This is the first time that this type of breakage is reported to pega medical for this device. The surgeon indicated that this was also the first time seeing this type of failure.